Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: new repeated incidence for syringe 50ml, pharmacological treatments that leaks from the plunger. The used medicament was doxorubicin.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: new repeated incidence for syringe 50ml, pharmacological treatments that leaks from the plunger. The used medicament was doxorubicin.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907237, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907237 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.